Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.75 x 28 mm xience v, 3.0 x 12 mm xience v. Other: aspirin. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2009 involving the implantation of a 3 xience v stents. On (B)(6) 2011, the patient went into cardiac arrest and died in her sleep at home. No autopsy was done. No additional information was provided.